Manufacturer narrative:
Product analysis: the complaint was confirmed. The case was found to be broken around the atrial output and rate encoders. Contamination was found on encoders. The ventricular output connector was found to be broken. The hanger was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) rate knob was difficult to turn. The epg was returned for service. There was no patient involvement. The epg tested out of specification during manufacturer's analysis.